Event description:
It was reported that post-operative, the patient was complaining of chest pain. An echocardiogram revealed a right ventricular (rv) lead perforation, which had caused cardiac tamponade. The physician chose to remove the active fixation lead and replace it with a passive fixation lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).